Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, biometrics maintenance was required. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID reporting had failed and required biometrics maintenance. A field service engineer remotely guided the customer to reseat the usb connection at the bottom of the bio ID and perform a long reboot. During the reboot, the fse asked the customer to re-register their fingerprint, which recovered successfully. The system functioned as intended after the field service engineer guided customer to repair the device.